Event description:
The international distributor reported, the snubber board on the ventilator power supply had failed. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The distributor's service engineer reported the snubber pcb on the power supply was damaged and had caused a failure of the power supply. The service engineer replaced the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. The snubber pcb and power supply were requested to be returned to the MFR for failure analysis and testing.

Manufacturer narrative:
Na